Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer inserted the sensor and blood glucose went to 400 mg/dl and he treated and blood glucose came down to 300 mg/dl. Customer stated that they over treated for high blood glucose and it came down to 40mg/dl according to the insulin pump. Customer was treated for low blood glucose with the watermelon and orange juice and blood glucose went down to 227 mg/dl. The customer reported that they did not sleep much and had lot of changes to his blood glucose level and was not sure if at some point he was not getting insulin. The insulin pump will not be returned for analysis.